Event description:
A surgeon reported explanting an intraocular lens (iol) due to an unexpected postop refraction. The association between this event and the iol is not known. Additional information has been requested.